Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal tip revealed a foreign material substance on the distal tip. No other visual anomalies were noted. Further investigation revealed the foreign material noted on the distal tip is consistent with biological material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report is to advise of an event observed during analysis revealing a foreign material on the catheter.